Event description:
(B)(4) clinical study. It was reported that post coronary stenting treatment procedure, cardiac arrest occurred. In (B)(6) 2010, the subject presented with stable angina (ccs class 2). Cardiac catheterization was performed which revealed 75% stenosed long lesion located in the mid left anterior descending (lad) artery and extending into the 1st diagonal. The lesion was 22 mm long with a reference vessel diameter of 2.75 mm and treated with direct stenting using a 2.75 mm x 24 mm taxus liberte stent with 9% residual stenosis. The subject was discharged on aspirin and prasugrel three days later. In (B)(6) 2011, the subject experienced cardiac arrest and CPR was immediately initiated. He patient was treated at another facility with placement of two stents to the lad. The subject was told that the "blockage" did not involve the study stents. The subject was taking aspirin and prasugrel at the time of the event.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).